Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Technical services (ts) was consulted and upon review of device data, it was noted that the right ventricular automatic threshold (rvat) test was successful. Increased thresholds were noted, safety margin was confirmed to be appropriate and no loss of capture (loc) was observed. No additional adverse patient effects were reported. This device remains in service.